Event description:
On (B)(6) 2012, the distributor contacted animas stating that the ok, up arrow and down arrow keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation submitted 11/11/2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012: testing was unable to confirm or duplicate unresponsive keypad: the 'up', 'down', 'ok' and 'contrast' buttons are responsive and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.